Event description:
The user reported that when they tried to disconnect a smartsite valve from a central venous catheter line, the smartsite valve cracked and part of it got stuck in the catheter. The smartsite cracked when it was being exchanged for a new one, presumably after 3 days of use. From the reported information, there are no indications of serious injury to the patient or user as a result of this incident.

Manufacturer narrative:
(B)(4). This investigation was unable to confirm the root cause for the reported failure mode. Inspection of the returned product identified evidence of excessive force having been applied to the product. It is likely that this excessive force was the cause of the male luer component breaking. A review of the manufacturing records for this lot did not identify any quality issues during the manufacturing and packaging processes that could have caused or contributed to the reported failure.